Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116," "defib fault 72," "pacer disabled," and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp for eval. The malfunction was observed, however, could not be duplicated. An interconnect flex cable was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.